Event description:
It was reported the subject camera head device had a change in the orientation of the images on the monitor. The intended procedure was a 70 degree video laryngoscopy. The issue was found during the routine inspection. There was no harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction, and additional information based on the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h6 (type of investigation), h11 correction to e1 postal code for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
An on-site inspection of the device was conducted by a field service engineer (fse) and the reported failure was confirmed due to a faulty charge-coupled device (ccd). Additionally, a failed water leak test was found due to a hole in the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty ccd and loose coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head device had a change in the orientation of the images on the monitor. The intended procedure was a 70 degree video laryngoscopy. The issue was found during the routine inspection. There was no harm or injury reported.